Event description:
Procedure type: vats. According to the rptr: the bottom jaw of the device fell off on the back table while the tech was wiping the instrument off. A new device was used to complete the case. There was no extension of operative time nor was the incision extended.

Manufacturer narrative:
(B)(4).